Event description:
It was reported to boston scientific corporation that a hydrothermablation endometrial ablation system was used in a hydrothermablation (hta) procedure performed on (B)(6) 2013. According to the tech, after the cassette was inserted and the system went from system initializing & filling phase to ablation phase. Diagnostic hysteroscopy phase was skipped. The patient was reported to be fine at the conclusion of the procedure.